Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient (who was also a pharmacist). This case concerns an adult female patient (onset age not provided) who experienced knee discomfort, increased body temperature, knee oedema, knee pain, knee rigidity and had knee punctation after receiving treatment with synvisc-one injection. The patient's past drugs, medical history, concurrent condition or concomitant medication were not reported. On an unknown date in (B)(6) 2015 (30 days ago), the patient received treatment with intra-articular synvisc-one injection, 1 injection (dose, indication, batch/lot number and expiration date: not provided) into an unspecified knee. It was reported that synvisc one was stored properly and its appearance prior to administration was normal. Also, during administration no complication occurred. It was reported that the physician did not administer synvisc one very often (routinely). On an unknown date in (B)(6) 2015, three weeks after the administration of synvisc-one, the patient experienced knee pain, knee rigidity and knee discomfort. It was reported that knee movements were limited. Further reported, increased body temperature occurred in next week, followed by knee oedema and c-reactive protein increase. It was reported that knee punctation had been performed twice, with evacuation of unspecified exudate. However, the bacteriological examination was negative. The patient was hospitalized for a short time and antibiotic therapy was initiated. At time of the report, the patient was recovering and was able to work, however, knee oedema was still persisting. Corrective treatment: knee punctuation and antibiotics for knee oedema and not reported for rest of the events. Outcome: not recovered/not resolved for knee oedema; recovering/resolving for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for all the events. Additional information would be provided within follow up.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this initial case concerns a female patient who was hospitalized due to knee discomfort and body temperature increased after receiving synvisc one. Although the event and the product are temporally related, however, due to lack of detailed information regarding underlying medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.